Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was over 410 mg/dl. Customer mentioned she had bad eyesight and her husband usually managed the device. After troubleshooting, ustomer will not be returning the device for analysis.